Event description:
Reporter alleged pt's blood glucose measured 468 mg/dl at 16:02 back to back with a result of 169 mg/dl at 16:07. It was stated there was no delay of treatment as a result of the tests; however, the pt was treated with 2 units of regular sliding scale insulin at 17:22 based on the 169 mg/dl reading. Reporter stated later in the day glucose was 345 mg/dl at 22:00, 193 mg/dl at 22:11, and 291 mg/dl at 22:14. Reportedly, pt's glucose was tested on a different meter and the result was 213 mg/dl at 22:14, so the patient was then treated with another dose of sliding scale insulin based on the 213 mg/dl reading. Patient was reportedly in the hospital for a condition not related to diabetes. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.